Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-04168. The patient has two, 3166 leads for off-label use. It was reported the patient was no longer receiving adequate coverage due to receiving therapy in an unintended area. The doctor believes scar tissue was causing the issue. As a result, the patient's left lead was repositioned via surgical intervention on (B)(6) 2016. Surgical intervention resolved the patient's issue. Note: both leads are being reported because it is unknown which lead was repositioned.